Event description:
It was reported that a patient underwent a total hip replacement on (B)(6) 2023 and barbed suture was used. During the procedure, the surgeon just switched sutures and was the first case that the doctor was using the new suture on. The doctor states the suture is not safe and ¿it is very different¿. The suture slips right through and the barbs are not the same and that it doesn¿t ¿catch¿. It is unknown if the procedure was completed successfully or if there was any patient harm. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/2/2023. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: can you identify the lot number of the product that was used? The lot number was sent back and is on the packaging were there any patient consequences? Nothing reported. What is the procedure name? Total hip replacement. What is the procedure date (10/11/2023)? Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) dr. Pack. Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Shipped yesterday. The following information was received: was surgery delayed due to the reported event? Unknown, was procedure successfully completed? Unknown, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences , was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study? Unknown. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned sample revealed that it was received, sixty unopened samples and one opened sample. As per the sampling plan, a visual inspection was performed on thirteen samples and the open sample. The swage and attachment area were noted to be as expected. The sutures were examined, and no anomalies or defects were observed. Ten barbs were measured, and all barbs met the requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.